Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next meter. The customer stated that she was not aware of the readings not being stored in the meter memory. When she visited her physician for the regular visit, the physician found out that the meter had readings from (B)(6) 2019 and then jumped to (B)(6) 2018. During a call, the customer was advised to run the blood glucose test and a reading of 202 mg/dl was obtained, which was properly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter (serial #(B)(4). The customer also returned the contour next test strips. While performing an in-house evaluation, the meter switched on as expected. No anomalies were found in the customer service mode of the meter. Control tests were run using the returned meter and test strips and in-house contour next control solution. Additionally, control test was also run using the returned meter, an in-house contour next test strip and in-house contour next control solution. All readings were within specifications and properly stored in the meter's memory.